Manufacturer narrative:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received noted that the patient was actually having real pauses and not a loss of contact issue as previously reported, the device was explanted and a pacemaker was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing, labeling events as bradycardia and false pauses, for events that were normal sinus rhythm. No intervention was reported.